Event description:
I had the essure placed after my 3 child was born due to the fact that my body was "wore out." I have 3 healthy children but have also had 2 miscarriages and an ectopic pregnancy. When I discussed my options with the doctor he said the essure was the best option. The first thing I asked him was about side effects due to the fact the I had a mirena also at one time which also gave me many problems and had to be removed. So the idea of having something else implanted inside me was very scary. He assured me that is was every safe and very few reports of side effects or problems (this turned out to be a lie). It was only. Three days after I had the essure implanted that I experienced major pain and bleeding. I bleed heavy for 3 months straight after it was implanted. And the pain is unbearable. I'm unable to eat much due to fact that it causes me severe lower abdominal pain, cramping, vomiting and nausea. I started out weighing (B)(6) lbs when it was first put in. And my current weight is (B)(6). The pain gets more severe with time. The weight keeps falling and my ability to keep up with 3 kids is diminishing due to the fact the I have strength and am tired and fatigue constantly. I even have moneys when I get super light headed and the room starts spinning and I feel like I need to pass out. I get shakes and I'm weak, takes me a while to recover when this happens. It has also messed with my hormones, I cry a lot over nothing. I can be walking down the aisle at the grocery store and start crying. My moods change rapidly. This is an awful device and should be removed from the market.